Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to use two wrenches to hold and tighten the fitting line between the heater and the column. The instrument stopped leaking. All quality control results were within acceptable range. The g8 instrument is operational. No further action is required by field service. The most probable cause for a fluid leak inside of the column oven was a leaky fitting. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2015, which included data from (B)(6) 2014 through (B)(6) 2015. There were no similar complaints identified during the searched period, which includes this event.

Event description:
On (B)(6) 2015, a customer reported there was a fluid leak inside of the column oven on the g8 instrument. The customer attempted to tighten the connector but the connector appeared to be stripped. The customer is unable to run patient samples on hba1c diabetes assay. On (b)(6 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.